Manufacturer narrative:
The device was not returned for evaluation. Device was discarded due to exposure to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the IV tubing disconnected from the transduced PICC line. Issue occurred once patient was placed in bed. It was noted that the disconnection occurred underneath the transducer. The line was then clamped and new fluids were ordered for a line change. Event occurred while patient was receiving vancomycin. Administration had to be stopped, reordered, and re administered. No patient injuries reported.